Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the ocular head of the microscope was loose during a surgical procedure. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the microscope and confirmed the reported event, noting that the optical head was moving slightly back and forth. The company service representative observed that the slight rotation occurred at the joint between the post and the coupler. The company service representative observed rocking between where the coupler and libero join. The company service representative had difficulty removing the libero post from the articulating arm; however, the part could be replaced. A new libero post was installed, the optical head was replaced and no further movement was observed. The system was then tested and met all product specifications. The post was received and a visual assessment of the returned sample observed that the top nut was not returned with the part. Wear along the post shaft is observed, and the coupler is confirmed to rotate at the post/coupler juncture. The coupler set screw was not in the coupler, nor was it returned with the unit. While the coupler is able to rotate, the coupler is not able to unscrew entirely from the threads of the post; the coupler halts after a few rotations, leaving the majority of the threads engaged. While the coupler is able to slightly rotate, there is no risk for detachment as there is sufficient thread engagement. Further visual inspection reveal evidence of brass in the groove where the friction knob makes contact with the post, suggesting that the optical head was rotated with the friction knob engaged. A review of servicing history for the microscope reveal that the libero post was inspected previously and passed. As a part of the inspection, the coupler set screw is verified, and the sample was returned without a set screw. It is unable to be determined conclusively when or where the set screw unthreaded from the post assembly. Based on the results of this investigation, the root cause is likely attributed to customer use; rotating the optical head with the friction knob engaged. However, this is unable to be determined conclusively. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).